Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set is not retracting and there was blood splatter. This was discovered after use. The following information was provided by the initial reporter: material no. 367364, batch no. 9021874 (2 of 3). It is reported customer experienced issues with wingset not retracting and blood splatter. Unsafe, needle did not retract, blood splatters when withdrawing needle from vein.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set is not retracting and there was blood splatter. This was discovered after use. The following information was provided by the initial reporter: material no. 367364, batch no. 9021874 (2 of 3). -it is reported customer experienced issues with wingset not retracting and blood splatter. Unsafe, needle did not retract, blood splatters when withdrawing needle from vein.